Manufacturer narrative:
This report is being supplemented to provide additional information based on an olympus endoscopy support specialist (ess) visit to the user facility and the legal manufacturer's final investigation. An olympus ess visited the user facility on sep. 23, 2024 where training was provided on correct reprocessing of the subject device. Trainees were able to perform the reprocessing procedure independently. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: unknown. Sampling from: the forceps elevator of the distal end section cfu: unknown. Bacterial identification: staphylococcus pettenkoferi. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: the forceps elevator mechanism of the distal end section cfu: unknown. Bacterial identification: bacillus cereus, staphylococcus epidermidis. Sampling date: (B)(6) 2024 sampling from: the instrument/suction channel. Cfu: unknown. Bacterial identification: staphylococcus epidermidis. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the duodenovideoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.